Manufacturer narrative:
Additional information received therefore b2, b5, d6b, h1, and h6 updated.

Event description:
Clinical review/rationale updated: an impella 5.5 was inserted via right axillary artery in a 66-year-old male post aortic and tricuspid valve surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support with the 5.5 for post-cardiotomy cardiogenic shock with low cardiac output. The patient had pre-existing ECMO support and dual prosthetic valves. On day 3 of support, platelets were down to (B)(4) and the patient was evaluated for hitt. Oropharyngeal bleeding was noted due with pressure related to the endotracheal tube. Anticoagulation, including heparin, was held and dissolvable sutures were placed in the posterior oropharynx. A bronchoscopy was also performed for the pulmonary hemorrhage. The patient also demonstrated a change in neurologic status, in which CT revealed right cerebellar infarction. On day 5 of support, the patient had a ventricular tachycardia event, which was treated with antiarrhythmics. Echocardiogram confirmed position of the 5.5, and other devices concurrently providing support. On day 18 of support, care was withdrawn and the patient expired. Thrombocytopenia, bleeding, stroke and death are known potential adverse events of the impella 5.5 per the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
This follow-up report is being submitted to correct information provided in the initially submitted MDR. Section d1 (brand name) has been corrected.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 66 year old male post aortic and tricuspid valve surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support with the 5.5 for post-cardiotomy cardiogenic shock with low cardiac output. The patient had pre-existing ECMO support and dual prosthetic valves. On day 3 of support, platelets were down to 23,000 and the patient was evaluated for hitt. On day 5 of support, the patient had a ventricular tachycardia event, which was treated with antiarrhythmics. Echocardiogram confirmed position of the 5.5, and other devices concurrently providing support. Thrombocytopenia is a known potential adverse events of the impella 5.5 per the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
(Thrombocytopenia/ tachycardia/ major bleed/ stroke/ pulmonary embolism) : the root cause of the injury was unable to be determined due to insufficient clinical details.